Event description:
It was reported that, during an internal fixation surgery, while removing a screw from distal femur plate, a peri-loc large screwdriver handle broke while inside the patient. It is unknown if any pieces fell inside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).